Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as an itchy and red rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with prescription triamcinolone acetonide cream, prescribed by her physician on (B)(6) 2015. At the time of contact, the patient's current condition was reported to be okay. No additional event or patient information is available.